Manufacturer narrative:
Pump received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment had a piece broken off of it. The customer reported that half of the top of the compartment was gone. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.